Event description:
It was reported that an ilet user experienced rising blood glucose shortly after changing infusion supplies, increasing from 154 mg/dl post-change to 280 mg/dl despite a small meal, and inquired whether the infusion site was the cause. Symptoms included feeling foggy and hyperglycemia. Outcomes included no alerts for occlusion and no hospitalization. Investigation included phone-based troubleshooting and education that a site placed in scar tissue or a bent cannula could impair insulin delivery without triggering an occlusion alert, and the user was advised to perform a site change. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential contributors including infusion site issues such as scar tissue or a bent cannula; no device alarms occurred. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.